Manufacturer narrative:
(B)(6). Date recd by MFR: other: (B)(6) incident report reference no. (B)(4); submitted to (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted into the patient during a transobturator tape (tot) procedure performed on (B)(6) 2006. On (B)(6) 2013, the patient experienced chronic pain in both hips, lower back, and two legs, day and night. She also felt electric shocks and decreased muscle strength in both legs. The patient had undergone scan, magnetic resonance imaging (MRI) and x-rays, however, none of them could explain the pain. She also had infiltrations made to both of her hips for 4 times but with no improvement.